Manufacturer narrative:
B4: 07sep2021. The customer was advised to replace the front bezel and the part ID for the front bezel was provided. No information was received after multiple attempts to obtain information if the front bezel resolved the issue. A supplemental report will be submitted if new information is received.

Event description:
It was reported to philips that the navigation ring does not function. This issue was discovered during routine preventative maintenance service. The device was not in clinical use at the time of the event. There was no report of patient or user harm/impact. The customer evaluated the device with assistance from a philips remote service engineer (rse). The customer requested the part information.